Manufacturer narrative:
Evaluation summary: a device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. All dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. Four photos were provided by the customer. Visual evaluations of these photos were performed. The pictures show a part of the palindrome catheter inside the patient and in these photos a section of the catheter was observed to have bubbles or blistering. The reported condition was confirmed with the photos provided. Based on the available information the reported event could not be attributed to the manufacturing process. The root cause could not be determined without the sample return. The most probable cause is a different cleaning agent than recommended was used. No further actions are required. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device has small bubbles on the antimicrobial coating. There was a change in skin tone near the patient¿s catheter exit site. The catheter is still in use, functioning well and there was no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had small bubbles on the antimicrobial coating. There was a change in skin tone near the pati ent¿s catheter exit site.